Event description:
It was reported that during a pulse field ablation (pfa) procedure the guidewire became stuck in the catheter lumen. Four ablations had been applied to the final pulmonary vein, the right inferior pulmonary vein (ripv), and the physician changed the catheter deployment state for the final ablation set when they found they could not move the guidewire. The guidewire could still be fully deployed and undeployed, but the guidewire could not be removed. The catheter and wire were removed from the patient, and it was observed that there was tissue trapped between the guidewire and the catheter's guidewire lumen. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).